Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient noticed his pump alarmed about three months prior, then again "this weekend" around (B)(6) 2021 and he was having more pain. The patient had spoken to their doctor and they said the "pump probably stopped." The pump had not been interrogated to confirm this. No further complications were reported.